Event description:
There was no drug flow after programming a bolus after a catheter revision. The pump was explanted and replaced with another synchromed pump. Device life is unknown. Drug used is unknown.